Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the display screen was dim and discolored. The reporter stated that the pump could not be read in sunlight or in bright lights. There is no further information regarding the complaint available at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the display was dim/faded and discolored, and difficult to read. The contrast was set at 8. During testing, the contrast was increased to the maximum of 10 with no improvement observed. The display was replaced with a test display and the contrast returned to normal with no signs of fading or discoloration.